Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.